Event description:
It was reported that when the pulsavac box was opened, there was brown dust inside. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, g6, g1, g3, h1, h2, h3, h4, h6, h10 visual inspection of the product found the battery pack was cracked open and there was gray/black debris from the battery expulsion throughout the tyvek tray. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.